Event description:
Per radiology supervisor: when tubing is removed from syringe, solution drips onto hand switch connector causing a communication interruption between the injector and the console. Three months prior to this event it happened and a field service engineer came out to inspect unit. He suggested putting a velcro roll around the connector to soak up the solution drip. Last month, the same situation, staff is requesting a more permanent solution. A patient was not on the table at time, staff noticed console was off.